Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The alleged malfunction was the dealer stated that the head section was bent. The dealer cannot specify the exact location on the head section